Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc freestyle libre 2 sensor detached prematurely after 9 days of wear. As a result, the customer required third-party treatment of insulin (type/dose unknown) for hyperglycemia. The caller additionally reported an unspecified healthcare meter result, but no further treatment was rendered. No further information was reported. There was no report of death or permanent impairment associated with this event.